Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had a mark contacted with the grasping section. The grasping section had a mark contacted with the probe. The tissue pad of the subject device was worn and partially separated. The coating of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of the grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. The instruction manual of the device has already warned as follows; when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel and tweezer. Otherwise, the grasping section, ptfe pad or probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During an unspecified procedure, the subject device was used. The subject device became unable to oscillate. The intended procedure was completed with another device. There was no patient injury reported. On february 21, 2019, olympus medical systems corp. (Omsc) found that the coating of the grasping section was partially missing. This is the report regarding the missing coating of the grasping section.